Manufacturer narrative:
Product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2008. Product type: recharger, product ID: 97712, serial#: (B)(4), implanted: (B)(6) 2017. Product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for spinal pain and cervical radiculopathy. It was reported that one of the pain inss was not working. The wires got pulled from the charging unit. It was noted the patient didn¿t feel like this was an emergency. No further complications were reported or anticipated. Reference manufacturer report 3004209178-2017-22236.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that they had "it" on the back floor of their car and they don't have it. They needed to have it replaced. It was in regards to their replacement they had installed in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient noted they had lost their black bag with their charger/belt/antenna/transformer in it and they needed a replacement as of (B)(6) 2017. The patient noted that follow-up questions regarding their ins not working were ¿a question type of incorrect questions¿ and that they were looking to replace the lost recharging system bag. It was noted that a ¿newer unit was recently installed¿ on (B)(6) 2014. Review of manufacturer records noted the ¿recently installed¿ system referred to the ins with serial number (B)(4), which replaced a system that was implanted in 2008.